Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when the aviva meter was unavailable for use due to an unspecified error. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.